Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting on the first visit. According to received information, the inspiratory pipe, both pressure transducer printed circuit boards (pcb), both gas modules, expiratory cassette were cleaned and adjusted, however that did not resolve the issue. It was judged that pressure transducer pcb on inspiratory site is defective and needs replacement. During follow up visit the issue was not reproduced and no part was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has not been determined, as the issue was not reproduced and no part needed replacement. A correction of fields# d1: brand name, d4: version or model# and d4: unique identifier (UDI)# were required. D1: brand name: previous brand name: servo-I, corrected brand name: servo-I base unit. D4: version or model#: previous version or model#: servo-I, corrected version or model#: 6487800. D4: unique identifier (UDI)# previous unique identifier (UDI)#: missing, corrected unique identifier: (B)(4).